Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate this unit. The stm could not duplicate the issue since the logs did not reveal error code as described by customer. The stm found logs to reveal "electrical test code #52". The initial evaluation showed that device worked appropriately on simulator with no error codes present. In test mode, the atmospheric reference was -5, which is out of calibration. To fix this issue, the stm replaced the safety disc iab fill port luer and atmospheric reference showed it was within specifications. The stm then, performed balloon, atmospheric, & drive transducer calibrations as suggested by service manual for electrical test code #52. The device calibrated appropriately with no issues. The stm then performed complete preventative maintenance (pm) with full calibration. The unit passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical. Full event site name: memorial hospital pembroke support cause traced to component failure.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated a "maintenance required code #1" error. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.